Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) noted competitive pacing and noted some of the atrial sensing was falling into refractory, due to the patient accelerated rhythm. Ts recommended programming changes for the device. This pacemaker remains in service. No adverse patient effects were reported.